Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon evaluation, all three battery tri cells had low voltage and the battery would not charge. The root cause for the low voltage was defective cells in the battery pack. The root cause of the defective cells cannot be positively determined. No adverse event resulted from the defective monitor or battery pack.

Event description:
A pt service rep called into zoll lifecor customer support to report that one of the batteries would not hold a charge. The psr rec'd a replacement battery pack.